Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had experienced intermittent loss of power without user intervention. The reporter also stated that the battery cap cannot secure properly to the pump and the threads were stripped on the cap and in the battery compartment. It was reported that the battery cap has never been replaced. It is in the user¿s guide to replace the battery every three to six months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.